Manufacturer narrative:
Follow-up #1: date of submission 04/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the last basal delivery occurred on (B)(6) 2016 and the last bolus delivery was a 1.65u bolus on (B)(6) 2016 at 20:32. The pump was exercised for 24 hours with a 2.0u/hr basal rate; at the end of testing the basal history correctly showed 2.0u and the total daily dose showed 48.0u. The total daily doses added up correctly and reflected the user's programmed basal rates. Pump passed a delivery accuracy test with no delivery defects found. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the basal history did not match the active basal program. The reported issue was determined to be a result of a cartridge change. This complaint is being reported due to the reporter insisting that the pump be replaced. There was no indication that the product caused or contributed to an adverse event.